Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that while the patient was taking his shirt off, the trial leads got caught and pulled out. There was bleeding at the insertion site and the patient went to the ER. The patient also reported a tingling sensation in the legs. The leads were removed and the patient had a surgery a few days afterwards possibly for a clot. Nevro had attempted to obtain additional information regarding the nature of the surgery but was unsuccessful. The physician indicated the bleeding was likely due to the use of blood thinners. The patient is in rehabilitation, recovering, and doing well.